Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication identification, patspecbin was missing from the station. A technical support specialist reviewed the device event report for the medication that revealed an unload transaction by the pharmacy user which removed all quantities of the medication, causing it to become unpended from station. The tss called the customer to explain the issue and requested them to pend and refill the medication into station. Since the customer did not know how to pend it, the tss guided the customer to pend the medication into station and requested a refill with 9999 quantities. Later, the customer confirmed that the medid patspecbin was pended in fis5n. The tss confirmed that the customer had successfully loaded and refilled it. This action resolved the issue. The system functioned as intended after the technical support specialist investigated and guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient¿s bin was not displaying on the screen. Medications were stored in the bin, and nurses did not have access to them. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.